Event description:
It was reported that the customer had an error alarm and insulin squirted out during the manual prime process. It was stated that the customer was disconnected during prime. It was stated that the insulin pump piston continued moving forward after the reservoir contacted and insulin squirted out followed by the error alarm. It was stated that the numbers did not appear on the screen and the beeps were not hearing. It was stated that the infusion set was changed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin alarmed motor error during the basic occlusion test as a result of a loose motor support disk. The motor was tested outside the device and passed. Further testing could not be performed due to the motor error alarms.